Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. The customer was in the swimming pool prior to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was asked to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, minor scratches on case and minor scratches on lcd window.